Manufacturer narrative:
Patient date of birth/age, gender, and weight are unknown. Additional product codes for this report include hwc. Due to the intra-operative event, the device was not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufaturing date: march 17, 2016. A review of the device history records (DHR) revealed no complaint related anomalies. The DHR shows this lot was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade jammed as it was being inserted into a trochanteric fixation nail (tfn) during a surgical procedure on (B)(6) 2016. Another blade was available for use and was inserted without difficulty. The procedure was completed with a minor delay of an unknown duration. The patient outcome was reported as stable. Concomitant medical products: unknown tfn nail (part/lot: unknown, quantity: 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one (1) 11.0mm titanium helical blade (part: 456.306 / lot: h057377) was received with the complaint category of ¿device interaction: does not fit with other parts.¿ the complaint condition is due damage to the helical blade. The helical blade was received with an approximately 2mm deep dent in one of the three blades on the distal end of the implant. This dent is consistent with forceful impact with the nail. A visual inspection, functional test, and drawing review were performed as part of this investigation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. To replicate the complaint condition, the following good in-house devices were used to re-create the assembly with the returned helical blade: a titanium cannulated trochanteric fixation nail (part: 456.477 / lot: 4328328), a cannulated connecting screw (part: 357.397 / lot: 4546891), an insertion handle (part: 357.411 / lot: 3328r13), a 130 degree aiming arm (part: 357.366 / lot: 4849467), a buttress compression nut (part: 357.371 / lot: 4546699), a blade guide sleeve (part: 357.369 / lot: 4545108), a helical blade inserter (part: 357.372 / lot: 5675337), and a helical blade coupling screw (part: 357.377 / lot: 4818089). The construct was assembled correctly; at no time did the construct fail to properly align. Thus, the complaint condition could not be replicated. The investigation shows that this implant is part of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. In this case, the reported issue was regarding the helical blade impacting the edge of the nail during insertion. Information is provided per technique guide. A review of the current design drawing was performed. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. As the application of forces and technique used are unknown, the root cause cannot be definitively determined. To ensure proper alignment, it is important to have all components tightly connected and not to apply external forces to the construct. It is possible that hammering for nail insertion and/or forceful manipulation of the insertion handle loosened the connecting screw. This would allow the devices to be forced out of alignment and generate deflection forces through the displaced soft tissue. The technique guide recommends that the user confirm that the nail is tightly connected to the insertion handle, especially after hammering and specifies the proper technique and device maintenance. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.